Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patients lead migrated. There were no environmental factors that lead to or contributed to the issue. Dr. (B)(6) had the patient get an xray. Issue has been resolved.